Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller wanted guidance on therapy expectations and device compatibility. Caller stated pt is having caller adjust their stimulation up several times to where pt can feel the buzzing. Caller mentioned pt sometimes will say they cannot feel the buzzing and are not sure if their device is helping their symptoms. Caller stated pt has had a return of symptoms in the last week, but did confirm pt is experiencing a 50% or more reduction in symptoms. Caller stated pt's urgency has returned. Caller stated pt is not wetting themselves but some days pt has to go to the bathroom a lot without drinking much. Caller also stated pt has experienced a fall about a month after their implant and was unsure if the fall was responsible for pt's symptoms returning in the past week or so. Caller stated that the pt came down on their backside. Caller confirmed pt's ins did move, but when pt woke up the day after it had flattened out. Reviewed optimizing therapy, ins operation, and therapy expectations. Encouraged pt to document their symptoms. Caller stated pt does have a follow-up appointment with pt's hcp in (B)(6) 2022. The patient was redirected to their healthcare provider to further address the issue.